Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the reason for call was to address a therapy related issue. Pt stated that when they charge their ins to 100%, the charge lasts the pt 4-5 days. Pt stated that yesterday they stopped charging the ins at 60% and within a matter of hours, the ins battery depleted to 0%. Pt stated that they then charged the ins to 30%, and by the next morning,the ins was depleted. Pt stated when they finally got around to starting a charging session, the ins battery went from 0-50% without the pt charging the implant. Pt stated that the ins is powered on now and working, but stated there is something wrong w/ the controller (97745). Pt inquired why after charging the ins, the ins battery depletes from 60% in a matter of hours. Reviewed expectations w/ the equipment and the ins battery depleting at a fast rate. Pss asked if the pt had any reprogramming done, and the pt stated that they had not had any repro gramming done. Pt noted their current ins was placed in 2020, which pss reviewed (pss was under the impression that the ins was replaced due to normal battery depletion, but did not confirm w/ the pt). Pss advised follow-up w/ the mdt reps at the hcp's office. Pss asked for the managing hcp, and the pt stated they see amy at the twin cities pain clinic in maple grove. Pss asked for an event date and the pt stated they do not know when they first had the issue. Pt stated they have been making notes on their calendar and that two previous times that they charged their ins, the ins battery lasted almost 5 days. Pt stated that they most recently had issues yesterday and this morning (due to this, pss is marking the event date as asked, unknown). The issue was not resolved. The patient mentioned unrelated medical history including having memory issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that they were adjusted by one of the representatives at the pain clinic so that their controller (ps understood this as stimulation; ps also reviewed the differences between external equipment and stimulation issues) would have power in between uses and the issue began more than a year ago. Pt stated the representative changed their stimulation to the least power using mode to make it last longer between uses or charges.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.